Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. During our evaluation the handle was manipulated and the basket opened and closed. One (1) of the wires on the basket had broken loose from the proximal end of the basket and was still attached at the distal end of the basket. The basket wire broke at the soldered cannula. There was no evidence of the wire being damaged from the buff process. The basket was intact and no part of the device was missing. There is an unknown yellow substance in the lumen of the catheter and unknown dark red substance on the basket. No other anomalies were detected. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all memory ii double lumen extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a stone extraction procedure, the physician used a cook memory ii double lumen extraction basket. The device was used for stone extraction in the common bile duct. When the user verified the basket extension and retraction prior to use, it functioned properly. However, when he removed the device from the patient after grabbing the stone(s), he noted that one of the basket wires was broken. Therefore, the device was replaced with another one and the procedure was finished with no problem. There have been no adverse effects to the patient reported.